Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the harmonic ace instrument was used briefly for a surgical task and removed from the universal side manipulator (usm) arm. Inspection identified a missing piece on the instrument's teflon pad. Use of the instrument was discontinued. The surgeon completed the procedure using the backup instrument with no other issue reported. Towards the end of the procedure, the surgeon confirmed that the missing piece fell inside the patient's body. The entire fallen piece was retrieved. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was in use for approximately 30 minutes prior to the issue. During the issue, the surgeon noted an abnormal sound from the instrument during intraoperative use. The entire fallen piece was retrieved during the same procedure. An x-ray examination was performed after procedure. No additional treatment was performed since the fragment has been retrieved during procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified damage on the teflon pad on the clamp arm. A piece measuring approximately 0.108" x 0.423" was dislodged from the clamp arm was returned. No missing material observed. Further investigation found damage on the blade. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. A review of an image provided was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the images on the submitted photograph shows that the entire teflon pad was dislodged from the instrument clamp arm of the harmonic ace instrument.